Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and there was contamination observed on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump dispensed all of the fluid in the cartridge and emitted a no cartridge detected alarm. Investigation found that the force sensor was out of calibration. Evaluation revealed evidence of green contamination around the force sensor shim and contamination at the lead screw ball seal. Unrelated to the complaint, investigation revealed internal moisture damage, corrosion in the battery compartment, leaking from the keypad and the display lens, and a faded display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).